Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer called to report, that the screen went blank on the insulin pump on two occasions. The customer stated, she shook the insulin pump and the screen returned to normal. The customer stated, that the battery cap was not loose and the insulin pump did not give any alarms except for the low reservoir alarm. The customer also reported, a blood glucose reading of 200 mg/dl. Nothing further was reported.